Manufacturer narrative:
Product analysis conclusion: the reported difficulty in recapturing the delivery system could not be confirmed based on the limited pre-implant image available; therefore, the cause of the event could not be determined. Procedural video angiograms showing the deployment and removal attempts, specifically during attempts to recapture the tip within the graft cover, were not available for assessment of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure involving the stent graft esbf2314c103e endur iis bif, the trigger would not disengage to allow recapture of the delivery system, necessitating the system to be remade. The patient was being treated for a 60mm aneurysm. The healthcare professional indicated a device issue as the cause, although the specific cause could not be determined. The delivery system was then removed without recapturing the tapered tip which didnt result in any injury to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to h6, annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4) :the stent graft had been deployed prior to receipt of the device and was not received for analysis. The graft cover was fully retracted on receipt of the device. The external slider and back end wheel fully retracted on receipt of the device, the graft cover and tip fully retracted on receipt of the device. Resistance was noted when engaging the trigger, however the external slider and graft cover moved with no issues when the trigger was engaged. Rotating the external slider advanced and retracted the graft cover with no issues noted. No other deformation evident to the remainder of the device. In order to support root cause determination additional testing was performed by an r d sme. The external slider was opened and the spring was measured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.